Event description:
It was reported that the customer¿s ilet did not connect to the cgm despite cgm readings being visible in the dexcom app, the ilet would not power on when the sleep/wake button was pressed, and the device was very hot when removed from the charger, consistent with an intermittent communication failure involving the electrical subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and cgm consistent with intermittent communication failure, with the affected device components identified as electrical and magnetic elements including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.